Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill one on a homechoice (hc) machine, the home patient (hp) noticed air bubbles in the patient line. The technical service representative (tsr) assisted the hp in ending therapy and in starting over with new supplies. During a follow up, the hp reported that there was nothing unusual noted about the supplies or setup for that therapy. Therapy has been going well for the hp since this event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.